Manufacturer narrative:
1/6/2023 - we were notified of a patient who swallowed the capsule on 11/11/2022 and had a surgery on (B)(6) 2022 to have the capsule removed. 01/06/2023 - frm-0089a was sent after we became aware of the incident. 01/06/2023 - frm-089 was received indicating that patient had crohn's disease.

Event description:
1/6/2023 - we were notified of a patient who swallowed the capsule on 11/11/2022 and had a surgery on (B)(6) 2022 to have the capsule removed. 01/06/2023 - frm-0089a was sent after we became aware of the incident. 01/06/2023 - frm-089 was received indicating that patient had crohn's disease.